Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 25264096. Product family: dbs-ipg-r-MRI, upn: m365db1200s0, model: db-1200-s, serial: (B)(6), batch: 743115.

Event description:
It was reported that the patient experienced lack of their tremor control from their deep brain stimulation (dbs) lead. A computed tomography (CT) image taken confirmed the dbs lead had migrated. The physician assessed that the patient had been tampering with the ipg resulting in pulling of the lead causing the bilateral slippage which was confirmed with an additional CT scan taken of the ipg. The patient underwent a procedure where the dbs lead, burr-hole cover were replaced with another of the same model, and the ipg was replaced with a different model to accommodate an added lead implanted for additional therapy. It was noted that there were no malfunctions with the ipg. The patient did well post-operatively.

Manufacturer narrative:
The returned lead and burr-hole cover were analyzed, visual inspection revealed the lead was cleanly cut from the distal end into two pieces during removal, and the proximal end of the lead was not returned and the burr-hole cover was damaged during the revision procedure. A product labeling review identified that the device was used per the instructions for use (IFU), product label. Additionally, the IFU states the following: patients should avoid touching the implant site or incisions and should be instructed not to change the orientation or rotate the device as they may move from original implanted location which may lead for additional surgery and loss of adequate stimulation. Analysis of the devices revealed and confirmed, lead migration is a known risk with deep brain stimulation, however the physician assessed that the patient had been tampering with the implantable pulse generator (ipg) resulting in pulling of the lead causing the bilateral slippage.

Event description:
It was reported that the patient experienced lack of their tremor control from their deep brain stimulation (dbs) lead. A computed tomography (CT) image taken confirmed the dbs lead had migrated. The physician assessed that the patient had been tampering with the ipg resulting in pulling of the lead causing the bilateral slippage which was confirmed with an additional CT scan taken of the ipg. The patient underwent a procedure where the dbs lead, burr-hole cover were replaced with another of the same model, and the ipg was replaced with a different model to accommodate an added lead implanted for additional therapy. It was noted that there were no malfunctions with the ipg. The patient did well post-operatively.